Event description:
It was reported to philips that the scanner was not working while a patient was on the table. No harm was reported to philips. Philips has started an investigation of this complaint.